Manufacturer narrative:
Evaluation, results: deformation problem; inherent risk of procedure (stent deformation); patient condition affected effectiveness of the device (patient lesion morphology- the lesion was occluded, calcified and the vessel was tortuous). Conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation); device failure/lack of effectiveness related to patient condition device (patient lesion morphology- the lesion was occluded, calcified and the vessel was tortuous). (B)(4).

Event description:
The physician intended to use an endeavor resolute drug eluting stent. The target lesion in the rca was calcified and the vessel was tortuous. There were no difficulties noted when removing the device from the hoop and/or during preparation of the device. The lesion was pre-dilated but the device could not pass the lesion. There were no patient complications reported for this event. When the device was returned to the manufacturing facility for evaluation, it was noted that the stent was observed to be damaged. Device evaluation: the distal tip was flared. The 1st, 10th, 11th, 14th, 15th and 16th proximal stent segments were deformed with numerous struts raised. The remaining segments were intact. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)¿